Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. During the procedure, the endometrial pressure was lost three minutes into the therapy cycle and the procedure was aborted. Approx two weeks after the procedure, the pt was hospitalized due to a bowel burn. The pt had a portion of the bowel removed and was hospitalized for one week.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.